Event description:
It was reported that the implantable pulse generator (ipg) reached early elective replacement indicator (eri) with unexpected battery longevity. It was noted high battery impedance measurements were observed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).

Manufacturer narrative:
The device was returned and analysis of the device revealed normal battery depletion. It was noted elective replacement indicator (eri) triggered on (B)(6) 2015.